Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, this right atrial (ra) lead perforated the patient's heart wall leading to a pericardial effusion. As a result, a surgical procedure was performed on the patient and the ra lead was repositioned to solve the issue. No additional adverse patient effects were reported.